Event description:
As reported: "revised a right medial uni due to (cemented) tibial loosening." Patient was converted from a pka 3.0 to a tka. Rep confirmed that there were no allegations against the robot or cuts in light of the tibial loosening.

Manufacturer narrative:
Reported event: an event regarding loosening involving a simplex cement mix was reported. The event relates to product supplied by an OEM. Conclusions: the reported device is an OEM product. OEM supplier investigation results ref # (B)(4). Immediate action: check of batch documentation and retain sample. No deviations. Root cause: possible reason for loosening and a following revision are product, patient or user related. Final risk assessment: to exclude a product specific cause, the batch documentation was checked and a retain test (handling) had been done, no deviations were detected. Following, a product specific cause can be excluded. Corrective action/preventive action: no action is required by stryker at this time as the investigation for this event is performed by the OEM.

Event description:
As reported: "revised a right medial uni due to (cemented) tibial loosening." Patient was converted from a pka 3.0 to a tka. Rep confirmed that there were no allegations against the robot or cuts in light of the tibial loosening.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.